Event description:
The facility reported an infusion pump with a failure code 804:22. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital rep. Stated that there have been no rpeorts of any pt incident involving this pump since the last baxter service event.